Event description:
It was reported the coil could not be detached after several attempts. Eventually, the coil detached inside the catheter. The physician was able to push the coil into the aneurysm with the pushwire. No patient injury reported.

Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the patient. (B)(4).